Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an abdominal incisional hernia repair with mesh and a small bowel resection. He had revision surgery 5 years and 3 months post surgery. The patient experienced infection including removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia repair with implanted mesh and a small bowel resection. It was reported that after implant, the patient experienced enterocutaneous fistula, adhesions, recurrence and infection. Post-operative patient treatment included small bowel resection, revision surgery and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia repair with implanted mesh and a small bowel resection. It was reported that after implant, the patient experienced enterocutaneous fistula, adhesions, recurrence, infection, scar tissue,. Post-operative patient treatment included small bowel resection, hernia repair using bard mesh, partial muscle components advancement for ventral abdominal wall closure revision surgery and removal of mesh.